Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the stent found the entire stent profile was damaged with struts distorted, lifted from the stent profile and severely stretched. The first three distal rows of stent struts received minimal damage to their profile. The product stent protector was not returned for analysis with the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 24 x 4.00 promus premier drug eluting stent was selected for use to treat the lesion. However, during preparation, the stent came off the delivery balloon catheter outside the patient's body. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 24 x 4.00 promus premier drug eluting stent was selected for use to treat the lesion. However, during preparation, the stent came off the delivery balloon catheter outside the patient's body. No patient complications were reported.